Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of nine of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak between the supply line of the homechoice cassette and supply bag that led to this alarm; the connection was not tight enough. Renal therapy services (rts) assisted the patient to clear the alarm and remove the supplies. The patient would start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the supply line of the homechoice cassette and a supply bag, which is known to cause this alarm; the connection was not tight enough. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.